Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the touch screen was cracked. It was also noted that the lower display hinges, upper and lower display hinge plates were cracked, the cable bay was cracked, the keyboard hinges were cracked, the display flex cable and coax wires for the antennas were cracked. (B)(4).

Event description:
It was reported that the programmer failed to power up, the power supply in the programmer was not working and the touch screen was faulty. The programmer was returned for servicing. There was no patient involvement.